Event description:
On (B)(6) 2018 the customer reportedly received the following results on the aviva system within 10 minutes: 320 mg/dl, 214 mg/dl, 202 mg/dl, 178 mg/dl, and 141 mg/dl. On (B)(6) 2018 the customer reportedly received the following results on the aviva system within 10 minutes: 253 mg/dl, 178 mg/dl, and 122 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.